Event description:
Boston scientific received information that during the implant procedure of this device the patient experienced respiratory arrest and a loss of consciousness. The patient was recovered with bronchodialaters, intravenous therapy, and mechanical ventilation. The device remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.